Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of rupture is specifically capturing the verbiage used by the reporter and does not necessarily reflect the type of device at this time. The reason for reoperation: rupture.